Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer reported that there was a leak at the o-rings. The customer was filling the reservoir and the insulin started to leak from the bottom. The customer stated the leak past 2nd o ring. The customer stated that there was an air bubble in the reservoir. The customer was advised to return the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 4 open/used reservoirs. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test: reservoirs filled and connected to a new infusion set. Installed reservoirs and connectors into a insulin pump. Conclusion: reservoirs no leaks.